Event description:
Review of service data detected a reportable problem. During servicing, belt sn (B)(4) failure incoming testing. The last pt to use this belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. As received, the belt failed incoming pulse lead testing. Upon evaluation, there was a pinched pulse wire inside the distribution node (dn). The cause of the incoming test failure is the pinched pulse wire. The root cause of the pinched wire cannot be positively identified. No adverse event resulted from the pinched wire. The last pt to use this belt did not report any deficiencies.